Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was painful to insert and was not draining. It was also reported that the patient experienced a urinary tract infection and received antibiotics for treatment.

Manufacturer narrative:
Received 5 unopened magic3 intermittent catheters in the original unit packaging. Per a functional evaluation the catheters were within specifications for flow rate of the catheter. The specification for flow rate of a 14fr. Male length hydrophilic intermittent catheter is a minimum of 70ml per minute. The catheters averaged 632.00ml/minute and ranged from 606.67ml/minute to 665.00ml/minute. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint could not be confirmed. The instructions for use state the following: "how to prepare for catheterization. Intended use: for urological use only. The hydrophilic intermittent catheter closed system is intended for use by patients for the purpose of bladder drainage. No latex.. This is a single use device." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.